Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. The returned battery cap was undamaged. The battery compartment was undamaged and the battery cap was able to fit securely. The ez-prime steps were performed correctly and all currents readings were within specification. The ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continue glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.